Manufacturer narrative:
The insulin pump was unable to prime due to a loose motor support disk.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.